Event description:
Pump alarming high pressure. Line and tubing appeared clear. Backup pump connected and functioned properly. Dose or amount: 54ml/24hr. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2017 to current.